Event description:
It was reported that one day post-operative this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) channel that was being oversensed resulting in pacing inhibition. Troubleshooting was performed and the noise could be re-created. Additionally, the device was re-programmed however, it did not seem to help. Technical services suspects the lead is sensing diaphragm activation. This patient is dependent on therapy. The plan is to continue to monitor. At this time, the device and rv lead remains in service. No adverse patient effects were reported.